Event description:
It was reported that the needle did not retract. Pod was worn between 5 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
Investigation of the device and reset plus relaunch of the needle deployment system showed evidence of or abnormalities that would contribute the needle not being (fully) retracted. Score marks on the top housing by the linkage assembly indicate that the linkage was misaligned and that caused the needle deployment assembly being obstructed to complete the deployment of the formed needle and cannula. Data download graph shows timeouts and a drive stall just before the device generated a 0x14 alarm, indicating an occlusion in the fluid path. Although timeouts occurred, the device corrected itself. It can be concluded that the fluid path got occluded after approximately 30 hours of use. It is not known what caused the occlusion.